Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the under infusion, which was reproduced and confirmed during the 800 ml/hr test of evaluation. The valve and finger travel were found out of specification, which was determined to be the cause. The device was reworked to correct the condition. Additional information: (B)(4).

Event description:
During baxter's functionality testing of a spectrum pump, it failed to deliver the programmed amount (under infused). There was no patient involvement.